Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported through nps survey that "errors from failure to unclamp" secondary line have occurred. Customer is requesting a feature be added to the pump where it would have the ability to detect when a secondary line isn't flowing. There was no information on patient involvement or impact.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported through nps survey that "errors from failure to unclamp" secondary line have occurred. Customer is requesting a feature be added to the pump where it would have the ability to detect when a secondary line isn't flowing. There was no information on patient involvement or impact.